Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter / daughter contacted lfs in 2009 alleging inaccurate erratic readings on her father's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the daughter on december 20, 2009 and obtained the following information: the daughter tested her father and obtained elevated readings of 169 mg/dl, 184 mg/dl, 194 mg/dl and 200 mg/dl. Readings were all taken within 20 minutes from one another. Patient was not exhibiting any symptoms at the time of testing. He went ahead and took his usual dosage of oral medication and insulin based on a sliding scale. Reporter refused to provide the mss the amount of oral medication he took or the amount of insulin he had taken. A couple of hours later, the patient felt sweaty, shaky and pale. Reporter then immediately tested her father with orange juice and did not attempt to test his blood glucose. The patient felt better 10 minutes later. He did not seek any further medical attention or contact his physician for assistance. Reporter claimed that the readings were only erratic that day and not the days before. The test strips had been in good condition and not expired. A quality control test was not done since the patient did not have control solution. Products were replaced. The complaint is being reported since due to the alleged erratic readings the patient adjusted his insulin accordingly and ended up exhibiting symptom suggestive of hypoglycemia a few hours later. The patient felt better after self-treatment.